Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of approximately 538 mg/dl. The customer stated that she experienced weakness, vomiting and was disoriented. The customer stated that her hcp wanted the insulin pump replaced because they felt that there was something wrong with it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.